Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The missing balloon marker was confirmed as the balloon markers were disintegrated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported missing balloon marker appears to be related to the noted disintegrated balloon markers; however, a conclusive cause for the marker damage cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the left anterior descending artery. A 3.0 x 28 mm xience prox was implanted. The 3.0 x 15 mm nc trek was advanced for post-dilatation; however, it was noted that the device had only one balloon marker. The nc trek was removed and a non-abbott dilatation catheter was used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.